Event description:
Following successful pci of lad the cardiologist performing the procedure attempted to place closure device. The device failed and consequently broke off in the artery. A femstop and direct pressure were applied. Cvt surgeon notified for emergent surgical intervention. Pt was then taken to the preoperative room for intervention. His right groin was explored with removal of the perclose device and the femoral artery was repaired.